Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 42 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with food and glucose tablets for low blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports that insulin dripping or squirting from end of set before connecting at their site. The customer stated that the insulin pump was alleging possible pump over delivery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Possible over delivery anomaly not confirmed. Prime/fill anomaly not confirmed. (B)(4).